Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert did not reoccur after leaving the pump plugged in and charging. Additionally, it was reported that the customer received an altitude alarm while at home. Reportedly, the customer was able to load a new cartridge and resume insulin therapy. Customer¿s blood glucose (bg) was between 60-165 mg/dl.